Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. The device was tested using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was cardiopulmonary arrest, hypotension, pneumonia and influenza a. No additional information could be obtained.